Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation; continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed error code 1196, unable to process test. No signal peak while calibrating toxo igg assay on the alinity I processing module. After inspection of the instrument, the customer noted that the alinity ci buffer level sensor was defective, therefore, the customer replaced the trigger, and pre-trigger buffer level sensors and replacement resolved the issue. There was no patient involvement, and no reported impact to the patient management.